Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was unknown when the trial started. It was reported that the equipment they had during the trial seemed to interfere with their spouse's shunt that was the same make from manufacturer. Patient said that when they first came home from the hospital the stimulation was strong and felt like a shock but after a while they didn't feel anything. Patient stated they had to decrease stimulation of ens so it wouldn't interfere with their spouse's shunt and when they decreased stimulation their urgency really increased. Agent reviewed external equipment that would be provided to patient if they got implanted system. The patient was redirected to their healthcare provider (hcp) to further address the issue.